Event description:
.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The guidewire is received from an external supplier. Upon receipt, qa performs a random visual inspection of the jacket and coating to verify, it is free of damage and other deformities. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. The instructions for use states: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the wire may cause damage resulting in release of wire fragments into the urinary tract. Failure to exercise proper cautions may result in damage to the urinary tract. Do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in destruction and/or separation of the polyurethane jacket requiring retrieval. Do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. Avoid contact with sharp edges as this may cause damage to the polyurethane jacket requiring retrieval."